Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a generator upgrade, interrogation noticed the device intermittently capturing. The lead was capped and replaced once the device upgrade was finished. The patient is currently being monitored. The patient condition after the procedure was stable.